Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the obturator broke during the post specimen removal on a laparoscopic cholecystectomy. It was also reported that it got stuck when pulling the 5mm suction/irrigation out of the trocar. The surgeon persisted to get the 5mm suction/irrigation out of trocar and finished the case without it. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device with fixation cannula. The visual inspection noted: that the envelop seal, trocar and cannula appeared intact. The obturator was received, no visible damage was noted. The circular seal was cut. A functional evaluation found that the device passed an air leak test. Inserting the obturator in to the cannula provided some resistance. The distal end of the cannula was tested with pin gauges and was within specifications. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.